Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead exhibiting intermittent capture, high impedance, a high number of short interval counts (sic), and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2007. (B)(4).